Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: records were not provided for review. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events similar for the reported sterile lot or lot ID. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Infected total hip arthroplasty. Left hip resection arthroplasty with insertion of cement spacer.

Event description:
Infected total hip arthroplasty. Left hip resection arthroplasty with insertion of cement spacer.

Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# mne2yp. Delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 48258703. Size 6 accolade ii 132 deg; cat# 6720-0635; lot# 47480804. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.